Event description:
It was reported via a literature article, that there was a study conducted in france focusing on the use of the subcutaneous implantable cardioverter defibrillator (s-ICD) system in patients with congestive heart disease (chd). The study took place from (B)(6) 2012 to (B)(6) 2019, among 4,924 patients receiving an s-ICD system implant in hospitals throughout france. Of this population, 101 of patients had chd, while the rest did not. Multiple complications were reported involving patients (both with chd, and not) and their s-ICD system over the time period of the study. 365 patients were reported to have received an inappropriate shock from their s-ICD. The reasoning for such inappropriate therapy ranged from t-wave oversensing to changes in amplitude morphology measurements associated with the patient's rhythm. There were 97 patients who experienced a s-ICD infection, 56 patients who experienced a hematoma, 16 patients who experienced chronic pain, and 53 patients who had a slower than normal healing process associated with their s-ICD implant surgery. One s-ICD was discovered to not have been able to be interrogated during the time period of the study as well. Numerous re-interventions were performed to address these observations through the time period of the study. The status of all the s-icds is not known at this time, however all evidence indicates they either were explanted and replaced or continue to remain in service. The study found the s-ICD to be an effective treatment in patient with and without chd, and the overall burden of complications was similar in each respective population. The only difference was s-ICD-related infections and reinterventions were more frequently reported in patients with chd. No additional adverse patient effects were reported.